Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient hadn't used the ins for 1.5 years and it was dead. No additional information was provided. No symptoms were reported. Additional information was received from a consumer via a manufacturer representative (rep). It was reported that the patient was unable to charge the ins due to noncompliance. The rep attempted a physician mode recharge for 2 hours, but it did not initiate normal charging and the patient decided not to pursue further. The issue was not resolved.